Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to the regional service center for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insufficient resolution. Video connector terminal was damaged. Based on the results of the investigation, no problem was detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed an image that turned blue. The issue was found during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
E1/facility name:(B) (6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.